Manufacturer narrative:
The event of delayed healing and infection are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing and infection.

Event description:
Healthcare professional reported right side infection non device related. Healthcare professional additionally reported "patient soaking in a tub and non-compliant- lead to incision not healing" deemed non device related. Device has been explanted.